Event description:
Approx five years ago, pt was implanted with a click-x pedicle screw construct from l3 to l5. Pt developed adjacent level disc disease and on (B)(6) 2011, the click-x hardware was explanted and the fusion was extended to adjacent levels: l2 to s1 using matrix hardware. This report is #1 of 14 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.